Event description:
Literature: zacest a, anderson vc, burchiel kj. The glass half empty or half full - how effective are long-term intrathecal opioids in post-herpetic neuralgia? A case series and review of the literature. Neuromodulation. 2009; 12(3):219-223. Summary: this is a case series review of four pts with post-herpetic neuralgia; treated successfully with intrathecal opioid via a implanted pump. Reportable event: it was reported that the pt had three catheter revisions due to disconnection; had overall good pain control for over four years. Refer to MFR report number: 3007566237-2009-08633.

Manufacturer narrative:
.